Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Review of the complaint history revealed no similar incidents. The reported difficulties appear to be related to case circumstances. It is likely that inadvertent interaction from the second clip caused the reported single leaflet device attachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the single leaflet device attachment. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The first mitraclip was implanted without incident. As the second mitraclip was being placed as close to the first clip as possible, the second clip got too close and knocked the first clip off the short, restricted posterior mitral valve leaflet. The second clip was successfully implanted reducing mr to trace (or less than 1). There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.